Event description:
It was reported that during an unknown procedure, the clip applier has malfunctioned; producing clips which did not close after firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was case completed? Using other device from other company. Was there any patient consequence? No. Was there any change to procedure or post-op patient care? No. Is the device being returned for analysis? Yes.

Manufacturer narrative:
(B)(4).additional information: the er420 device was received in good visual condition. A bag with four unformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon testing, the device was cycled and it ejected five clips and it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.